Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) had triggered an elective replacement indicator (eri). Technical services (ts) confirmed through data analysis the device had reached eri and the device power consumption was increasing. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem.

Event description:
It was reported that there were concerns the pacemaker had triggered an elective replacement indicator (eri). Technical services (ts) confirmed through data analysis the device had reached eri and the device power consumption was increasing. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported.